Event description:
Right hearing aid makes "loud buzz" when he puts noise tracker to "automatic" in sound enhancer. Patient has motorola phone, knows it's not compatible. He had cleared app data, un/reinstalled smart 3d before calling. He reports that, if he sets noise tracker to "automatic", the r aid emits an extremely loud sound. It caused his ears to "buzz". Recommended not using "automatic" (he agreed). Told him I would enter a case, and would email his costco store to let them know about it. Complaint created.

Manufacturer narrative:
Initial report: information available so far is that the patient "reports that, if he sets noise tracker to "automatic", the r aid emits an extremely loud sound. It caused his ears to "buzz". This is a medium power device (mp) and it should normally not be able to emitt sounds at a level that could damage the hearing of the patient but we want to investigate the device to exclude any malfunction that potentially could have caused harm to the hearing of the patient. The device is en route to be investigated but has due to the corona lockdown of the costco store not been able to be returned yet. As we have not been able to investigate it yet, we cannot (at the 30-day decision point) exclude the possibility that the device has malfunctioned and we therefore file this report as an initial report. Serial number for other side device: (B)(6). (Unknown right or left). Manufacturing date other side device: 27/02/2020. Follow-up/final report: final conclusion based on the clinical evaluation of this case (see below) is that it's non-reportable, as there's no serious injury and it will not cause harm to the residual hearing if it were to recur. The devices is not available for investigation as the patient continues to wear the hearing aid that emitted the "crackling" sound, as it sounds fine in settings other than noise tracker = automatic. The users phone is not compatible with the hi, so it has been agreed he will continue to avoid that setting. The case has been reviewed from a clinical perspective. Customer reported: end user experienced a loud crackling sound when using the smart 3d app to put noise tracker in automatic. End user found that the crackling noise came from hearing aid, not from an external sound. The sound made his ear "buzz". Receiver is a mp receiver. Hearing aids have not been sent in for investigation. Clinical evaluation: the clinical evaluation for the device family does evaluate loud sounds and this is addressed in the risk analysis and mitigated to an acceptable limit by built-in protective measures in the device design. As the hearing aids have not been sent in for investigation, it has not been possible to determine if the devices perform according to specifications. However, maximum output of a mp receiver is 116 db spl and short-term exposure of this sound level is not likely to cause harm to residual hearing. Clinical conclusion on the case is that it is evaluated unlikely that the event would cause harm to residual hearing.

Manufacturer narrative:
Information available so far is that the patient "reports that, if he sets noise tracker to "automatic", the r aid emits an extremely loud sound. It caused his ears to "buzz". This is a medium power device (mp) and it should normally not be able to emit sounds at a level that could damage the hearing of the patient but we want to investigate the device to exclude any malfunction that potentially could have caused harm to the hearing of the patient. The device is en route to be investigated but has due to the corona lockdown of the costco store not been able to be returned yet. As we have not been able to investigate it yet, we cannot (at the 30-day decision point) exclude the possibility that the device has malfunctioned and we therefore file this report as an initial report. Serial number for other side device: (B)(4) (unknown right or left). Manufacturing date other side device: 27/02/2020.

Event description:
Right hearing aid makes "loud buzz" when he puts noise tracker to "automatic" in sound enhancer patient has (B)(6) phone, knows it's not compatible. He had cleared app data, un/reinstalled smart 3d before calling. He reports that, if he sets noise tracker to "automatic", the r aid emits an extremely loud sound. It caused his ears to "buzz". Recommended not using "automatic" (he agreed). Told him I would enter a case, and would email his costco store to let them know about it. Complaint created.